Event description:
Intravia container 150 ml capacity, produced by baxter healthcare corporation lot: ur15f26062, has what appears to be shavings in the bag. This was confirmed during sterile compounding before the product reached the patient. Multiple bags filled with normal saline were used to confirm that the entire lot was affected. Shavings were also spotted resting inside the empty bags.